Event description:
A caller reported that a cartridge was not fitting properly on a pump due to damage to the rack pushrod. Despite this issue, there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect the pump and decided to replace it. The customer, not from canada, was advised on using multiple daily injections as a backup therapy and received instructions on how to prepare and return the faulty pump. A replacement pump was shipped without the need for a delivery signature, and the customer was informed about necessary steps upon receiving the new pump.